Event description:
It was reported that the device tilted. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device & delivery system (wds) was used. The procedure had no complications and the closure device was successfully implanted in the laa of the patient. During the 45-day follow up procedure, a transesophageal echocardiogram (tee) was performed. Upon observation, it was noted that the device had tilted. It was no longer occluding the appendage so the physician opted to take it out. The physician went transseptal and used an 18 gauge sheath and a bioptome to extract the device. The device came out safely. There were no major complications during the procedure and the patient was stable. The patient decided not to have another device put in. The patient is going to stay on their anti-coagulation medication. The patient has a major heart failure so they were unlikely to come off their blood thinner post device implantation.